Event description:
It was reported that pump displayed only backlight with no graphics visible, which affected customer ability to interact with pump and read screen. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged shipment of replacement pump.